Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed there were no issues with the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system was tracking instruments and then stopped. The site had further issues with the straight suction. The manufacturing representative (rep) went to the facility the next day and used all of the instruments. They all tracked perfectly. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue. Additional information reported that the case was successfully completed with another straight suction. The suction was tested within 48 hours and the rep stated it was fine.